Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the caregiver was not available to assist the patient with therapy. On the same day as onset, the patient was hospitalized for the event. The patient was treated with vancomycin (intraperitoneally, dose, frequency, and duration not reported) for the peritonitis. Dianeal therapy was ongoing. Six days after being hospitalized, the patient was discharged. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.